Event description:
It was reported that the (1) ets and the (1) cdh were used during a laparoscopic low anterior resection. It was reported that the pt had to be readmitted due to blood loss through the anus. The bleeding appeared to originate at the anastomotic site. 6/30/99: the sales rep returned call and stated that the case had become a reoperation. He clarified the products used. 6/25/99: md contacted this writer. He stated that he was utilizing the ax55 to staple the tissue before utilizing the cdh. The staple line then came apart. The md stated that he gave the pt a colostomy. No staples were observed.